Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where an occlusion within the main body was observed. The physician elected to re-intervene by placing a palmaz stent within the aortic body, successfully resolving the endoleak. The patient is reported as doing well post procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the sealing ring invagination was determined to be user related, due to the oversized aortic body placed during an off-label vent procedure (user error). The final patient disposition was discharged home post operative day one, and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)